Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and that there was moisture in the pump. Investigation also revealed that the display screen was blank. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: visual inspection revealed that the battery compartment was cracked below the finger pad. During testing, the pump powered on with audio tones and vibrations, but the display was blank. The pump case was removed and moisture was found in the pump on the printed circuit board. The display screen was found to be cracked. Unrelated to the complaint, evaluation revealed that the audio bolus button was detached/missing. (B)(6).